Event description:
The customer states that when they were testing their monthly power emergency equipment the cell-dyn 4000 analyzer's external ups (power supply) was blown (flash emitted). The customer reported that there was a big flash coming out of the ups and smoke coming out of the cell-dyn analyzer. Damage appears to be confined to the ac input and harness. The smoke from the analyzer did not damage any internal parts of the analyzer. The power supply was not damaged. The source of the smoke was the ac input and cable harness that was replaced restoring the analyzer to operational status. There were no injuries reported due to this issue. There was no report of impact to patient management or test results due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Ups, ac input, and cable harness investigation summary: a field service representative (fsr) was dispatched for issue resolution. On (B)(6) 2009, the fsr inspection indicated that the issue was related to the external ups. The fsr replaced the ac input and cable harness of the cell-dyn 4000 instrument due to the damage (burned) caused by the external ups. The ups system being used with the cell-dyn 4000 instrument was a non-abbott product. The legal manufacturer of the ups is powerware ups systems and is distributed by elinex power solutions from the netherlands. The event is addressed in labeling. The cell-dyn 4000 system operator's manual, list number 01h25-01, revision m, under section 8, hazard information and precautions, general electrical hazard information, pages 8-1 through 8-6, provides general information and precautions in case of an emergency. A review of data did not identify any trends. There is no systematic issue with the cell-dyn 4000 product line. Based on the investigation, no product issue was identified for the cell-dyn 4000, in regards to the reported issue. The reported issue was caused by a non-abbott manufacture device. This is the final report.